Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device data and it was determined that the device had repeated power cycles and 1.96 lifetime hours of on time. This indicates that an item had been placed on top of the device which repeatedly pressed the on/off button causing the hybrid layer capacitor (hlc) internal battery to deplete. Therefore the root cause of the reported issue was due to the repeated power cycles that occurred and depleted the hlc internal battery. The device was destructively tested during evaluation. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.